Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: education department conducted a test by infusing a cold bag of normal saline and experienced an air bubble alarm that could not be resolved. Detailed inquiry description: the education department refrigerated a bag of ns for 48 hours. She then primed the tubing on the pump, inverted the upper ysite and tapped the ysite during priming and seeded the tubing against the air sensor. Within 2 minutes of starting the infusion, she experienced an air bubble alarm and noted microbubbles in the tubing. She removed the tubing, tapped the tubing and then reinserted tubing making sure to seed it against the sensor and reprimed the line on the pump. Upon restarting the infusion, the pump again began to alarm air bubble alarm. She attempted to troubleshoot this alarm 3 times without success. She let the ns warm to room temperature for an 1 hour and complained she could still see microbubbles in the tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eleven (11) photos of the incident were provided for evaluation. A visual evaluation was performed, and due to the resolution of the photograph it is difficult to determine the air in line alarm during use. Without a physical sample, it is difficult to determine if any defect could cause. Based on the results of the visual evaluation, the reported defect is not confirmed. Although the reported defect of air in line is not confirmed from the photograph. A possible root cause is related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.